Manufacturer narrative:
The reported complaint was not confirmed, nor duplicated. The operation log gives no indication of the reported problem but does show system errors 75 and 123, which indicates the pump did have a malfunction that would interrupt or stop any ongoing delivery or other operating mode. Therefore, the pump was tested (run) for 96 hours as part of this investigation. There were no failures during that period. Additionally, during this investigation, the backup alarm was tested and found to be functional.

Event description:
While in use on a pt, therapy stopped without warning/alarm. No pt injury.